Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced a "heart rate reading of 170" while "working out". The patient also reported "if that is an error" with the hr monitor or the implantable pulse generator (ipg)". The ipg remains in use. No further patient complications have been reported as a result of this event.